Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the device was not available for evaluation. However, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the wire perforated the left ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during implant of a 23mm sapien 3 valve in the aortic position by transfemoral approach, the patient¿s blood pressure dropped (sbp of 54mmhg) after the commander delivery system was introduced. The valve was successfully deployed with 1cc less that nominal inflation volume. The patient¿s condition deteriorated. CPR and pericardiocentesis was performed to drain the blood from the pericardium. The patient was intubated and thoracotomy was performed, but the bleeding was unable to be controlled. A sternotomy was performed and a wire perforation of the left ventricle was determined to be the probable cause. The left ventricle was sutured. At the time of the report the patient was in stable condition, recovering in ICU. The 23mm sapien 3 valve remain in situ and was working well. The patient¿s native annulus measured 330mm2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. Please reference related manufacturer report no: 2015691-2018-05511.